Manufacturer narrative:
The manufacturer previously reported a ventilator's touchscreen failed to respond. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's touchscreen failed to respond and the display needed to be replaced to address the issue. During the evaluation a "ventilator inoperative" alarm condition was observed. The device's system board was replaced to address the issue.

Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's touchscreen failed to respond. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.